Event description:
Complainant alleged that during the incoming inspection of the device after being returned from service, the display would not illuminate on system power-up. The complainant indicated that there was no patient involvement in the reported malfunction.